Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that allegedly the catheter broke. The catheter was implanted via the left subclavian vein. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One MRI plastic port with 8 fr s/l groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal catheter segment attached to the port stem under catheter lock. A complete circumferential break was noted between the 13cm and 14cm depth markers. Both edges of the break were noted to be jagged and rounded, with a smooth surface noted on the side near the depth markers. The rest of the break surface was noted to be granular. Based on the findings, the investigation is confirmed for the reported catheter break, specifically a break due to flexural fatigue. The identified break is typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a subcutaneous break occurred. The device was removed and replaced with a new catheter. The catheter was implanted via the left subclavian vein. There was no reported patient injury.